Manufacturer narrative:
A sample product was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient had a poor quality of vision with the ghosting of images. The lens was exchanged for another lens 6 months after initial implantation. Additional information was requested.